Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the tubing was leaking at the filter. No patient injury reported.

Manufacturer narrative:
Email address: (B)(6).corrected data: h6 health effects and evaluation conclusion codes. H10: lot number provided was not valid; therefore, a history record review could not be conducted.